Event description:
The territory mgr (tm) assisting an (B)(6) male pt called in to zoll lifecor customer support to report a "gel release". The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (gel release flag in download) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode belt connector pins did not successfully mate with the connector, resulting in a gel release flag in the pt's download. However, no gel was actually released from the electrode belt. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. The connector housing was also broken. The root cause of the broken connector housing was likely a result of excessive force. No adverse event resulted from the bent connector pins or broken connector housing. The pt received a replacement electrode belt.